Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. Pump was found to be "double beeping" on power up when batteries are inserted. Service recommended replacing faulty downstream occlusion sensor. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating a smiths medical cadd legacy pump exhibited a no clamp or tubing alarm. No patient consequences were reported. No adverse effects were reported.